Event description:
It was reported that a novum iq large volume pump had an unintended shutdown. The nurse in the cardiac intensive care unit (cicu) went to draw the patient¿s morning labs and observed the heparin infusion pump was off. After investigation, it was verified no other medical personnel had turned off the pump. This unintended shut down resulted in the anti-xa being subtherapeutic. It was not known how long the pump had been turned off. No further information was available at the time of this report.

Manufacturer narrative:
H11: the event history log was reviewed which showed on (B)(6) 2025 at 06:50:38 the infusion was stopped by the system. At 06:51:17 the pump shut down due to power switch. At 06:51:18 the system shut down, power fail circuit disabled, and supercap charge circuit disabled. At 06:51:20 the pump enter sleep mode and low power mode. At 08:48:22 the pump was rebooted and sleep mode exited. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.